Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the cutter failed the test cut and was returned as is to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone number: (B)(6). Associated mesher medwatch: 0001526350-2023-00298.

Event description:
It was reported that during surgery, the device was faulty. No adverse event is associated with this malfunction. There was no harm or delay noted. During product evaluation, the cutter failed the test cut. Due diligence is complete and there is no additional information available.